Event description:
It was reported that this implantable pulse generator (pacemaker) exhibited premature battery depletion behavior. This device was analyzed by engineering and the battery appeared to be depleting more quickly than expected. This product remained in service and replacement was recommended. Eventually, this device was explanted, replaced and it is not expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected field: b5 (problem description): the advisory information was removed as it is no longer necessary.

Event description:
It was reported that this implantable pulse generator (pacemaker) exhibited premature battery depletion behavior. This device was analyzed by engineering and the battery appeared to be depleting more quickly than expected. This product remains in service and replacement was recommended. No adverse patient effects were reported. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the essentio pacemaker family that has an elevated potential of exhibiting hydrogen induced premature depletion behavior. This particular device is included in the advisory population.